Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during surgery the patient has fragile tissue and the back stop stay meniscus. The surgery was not finished successfully because meniscus is not repaired, a menisectomy was performed to finish the surgery. A piece broke off before it was inserted into the patient´s body. Update on (B)(6) 2022: patient had bucket handle tear and the meniscus twisted. The surgeon tried to repeat the miniscus on right position but he can¿t. The surgeon did the menisectomy for a twisted part he made a gap between white-white zone and red -red zone, then tried to insert the cinch. The fiber wire cut through because the gap part on the meniscus. After the meniscetomy patient had fragile meniscus. Nothing broke. The surgical technique was changed, they switched from meniscus repair to menisectomy in the surgery. A second surgery was not necessary.